Event description:
Report rec'd from the end user's wife, indicated that the end user had signs of an open area to the right side of the stoma, measuring 2 inches long and one inch wide, near the mucocutaneous suture line which was slightly bleeding. Wocn; physician recommended the end user see a dermatologist. Patient's subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listen in this report is (are) used for treatment, no diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. This report states that there are no significant trends.